Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call is the rep states that with the new product pt received, they are not able to charge ins. Agent had caller ask and the pt stated they last successfully charged in january and they noticed they could not charge approximately six weeks ago. Caller noted not being able to connect to connect with clinician app and agent asked what comes up on recharger when they try to charge--caller confirmed the expected 'press start charge' screen indicating ins likely in overdischarge. Agent reviewed how to go through physician recharge mode (prm) process--the caller started 60 minute timer and agent reviewed post-overdischarge considerations (charge to 25%, clear por, etc). Three call recordings as agent's phone adaptor dropped audio at end of first call and during second call attempt. Reviewed normal screen to see while patient is still in physician recharge mode. Reviewed how screen would look like if patient is out of overdischarge. Additional information was received from the manufacturer representative (rep). It was reported that rep stayed with patient for hours holding recharger over the overdischarged battery. Rep noted the hcp recommended battery replacement, scheduled (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins 97714 (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) was functioning within specifications but had reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was replaced on (B)(6) 2024 around 6pm and that the issue was not resolved. It was noted that the patient went out of town and their recharger stopped working, this caused their batter to go into over discharge. The patient was near eri. Technical services was called to try and jump start the battery however it could not be taken out of overdischarge. [See (B)(4) for capture of recharger issues].